Manufacturer narrative:
The navigation ring was returned for failure investigation. The navigation ring potentiometer pre-load and resistance measurement test failed. Contamination buildups on the rotary adjustment assembly (navigation ring) matrix cause the navigation ring not to function.

Manufacturer narrative:
Report date: 04sep2021. There was no patient involvement.

Event description:
The customer reported that they can¿t change the settings. Values change randomly. Nav-ring is not working. The customer reported that the unit was not in use on patient. The bench service engineer was able to verify the reported problem. The bench service engineer replaced the front bezel assembly to address the reported issue.